Event description:
It was reported that the vns patient's device showed a high impedance condition during an office visit on (B)(6) 2015. X-rays were taken and were reported by the physician to be unremarkable. Patient trauma is not believed to have caused or contributed to the event. No known surgical interventions have occurred to date.

Event description:
The patient had lead revision surgery on (B)(6) 2015. The explanted lead was received on 11/02/2015 for analysis.analysis identified a lead break and pitting/electro-etching conditions at the break location. Due to metal dissolution and surface contamination, the fracture mechanism could not be ascertained. Dried remnants of body fluid were found inside the inner and outer silicone tubing. No other anomalies were identified with the lead.

Event description:
During a programming history review of the data, high impedance values that were previously unknown were found for this patient's device. No additional relevant information has been received to date.